Event description:
It was reported that during a da vinci-assisted surgical procedure with the x/xi system that the primary surgeon side console's touchpad was black. An intuitive tech support engineer (tse) reviewed the system logs and found error 75 against the touchpad. The procedure was completed using the other ssc. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the touchscreen on the surgeon side console (ssc). The system was verified and ready for use. The reported issue was able to be replicated. The unit was installed onto a testing system and immediately showed a black screen. Errors 75 and 76 were found in the system logs, which pertains to the reported event. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.